Manufacturer narrative:
Device used for treatment, not diagnosis. Patient age, dob and weight not provided for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) follows: it was reported that according to the technical assistant the drill bit was without cut. No surgical delay is reported. Patient outcome is good. The procedure was successfully completed. This complaint involves 2 parts. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Customer quality conducted an investigation based on photographs provided. The review of the picture can be confirmed regarding the missing cut. Part was not returned and no lot number was provided, an investigation could not be performed. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.